Event description:
It was reported that loss of capture was observed approx. 56 months after implant. The lead was explanted.

Manufacturer narrative:
The returned lead had been capped about 7 cm distal of the is-1 connector pin and was only available in fragments. The inner conductor helix with the tip electrode had been removed from the distal fragment and was provided separately. All parts of the lead were returned for analysis. During the analysis of the lead, ligature markings were detected about 34 cm proximal of the tip electrode. Further inspection showed that the inner conductor helix was fractured about 5 cm distal of the is-1 connector pin. The position and kind of the damage is characteristic for massive mechanical stress of the lead by interaction with the generator housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. This damage pattern is with high probability the cause of the clinical complaint. Further inspection identified a deformed fixation screw, which is most likely the result of mechanical forces during the extraction. The analysis did not show any other deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or a manufacturing error.